Event description:
It was reported that during preparation of the 3.5x15mm nc trek balloon dilatation catheter, resistance was felt when removing the protective sheath and the shaft became stretched. Another balloon dilatation catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficult to remove the protective sheath or stretched shaft reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was initially reported as not returning, but has now returned. Evaluation summary: the device was returned for evaluation. The reported stretched shaft was not confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the sheath was not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency.